Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus europe (oekg). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the distal end, the balloon channel and the instrument channel of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be determined.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. After the additional microbiological culturing test by olympus (B)(4), (B)(4) evaluated the subject device. In the evaluation, minor scratch and dent on the distal end were found. However, the evaluation confirmed that the device met the specification. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The subject device has not been returned to omsc .omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria (number and type of bacteria were not informed) repeatedly. Other detailed information was not provided from the user facility but there was no report of patient infection associated with this report.